Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings. Found excessive dried blood inside sensor base. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump went into threshold suspend with a blood glucose level of 300 mg/dl and a sensor glucose level of 52 mg/dl. High blood glucose troubleshooting was declined. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.